Event description:
It was reported that this implantable pacemaker subject to the hydrogen-induced premature battery depletion advisory showed a decrease in projected longevity from 11 months to 6 months. Technical services (ts) noted elevated power consumption with 86% pacing and otherwise normal outputs. The findings were considered consistent with possible hydrogen-induced premature battery depletion. As of this time device remains in service. No adverse patient effects were reported.